Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose was 600 mg/dl. Customer was treated with insulin drip. Customer stated that the buttons on the pump were sticking. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump had no button response due to flattened dome switches on the esc, act, up arrow and down arrow buttons (no crease). Unable to perform the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and dat test due to no button response. During visual inspection, the j2 keypad connector on the lcd/b was found locked properly. Insulin pump had minor scratched display window, cracked battery tube threads, scratched reservoir tube window and cracked reservoir tube lip. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.